Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient spent time close to an anti-theft gantry system. The patient worked for a supermarket, and was very close to the anti-theft gantry. The patient reported a decrease in efficacy and did not want to reduce amplitude during working hours or stop the stimulator.